Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 500mg/dl at its highest. The customer delivered correction boluses and administered manual injections to address the bg level. The customer changed their supplies to resolve the occlusion alarms each time. As the occlusion alarm had occurred in the past and supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.